Event description:
The complainant alleged that during in-service training by a zoll sales rep, the device failed the bridge test. The complainant indicated there was no pt involvement with this reported malfunction.